Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: ap3a.240905.015.a2.s926usqu4byd9 smartphone hardware: sm-s926u cgm sensor type: g6.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. It was also reported that the site was red and the pod was leaking insulin. The blood glucose level reached 500 mg/dl while wearing the pod between 24 and 36 hours. Treatment information was not provided.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The download data shows that the pod completed both priming sequences in an expected number of pulses. The pod delivered 1660 pulses and completed an immediate bolus before being deactivated by the user. Inspection of the needle mechanism components found no damages or deficiencies that would contribute to a needle mechanism failure. After manual reset of the needle mechanism to the not deployed state, the needle mechanism deployed as intended. The investigation found no issues that would result in a failure of the needle mechanism. A tear was observed to the exposed portion of the soft cannula. Due to the damage, a leak test was completed, and fluid was found to be leaking from the damage to the soft cannula. The investigation could not determine the cause or timing of the damage and could not be determined if this damage contributed to the reported leaking during wear event. It could not be determined if the damage to the exposed portion of the soft cannula contributed to the reported infusion site irritation event. No damages or defects were noted to the formed needle or bottom housing that may cause skin irritation at the infusion site. The exact cause of the reported skin condition irritation could not be determined.